Manufacturer narrative:
67, 4310- intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed on a system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The grips clip test was performed and passed. The clips successfully clipped on the tubing. The housing was removed and no damage was found at the back end. The instrument was fully functional.

Manufacturer narrative:
Isi has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 470830-12/lot # n10200529-0008) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 86 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier¿s clips did not close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2020 and obtained the following additional information: the issue was resolved by using a new instrument. The surgeon used the large hem-o-lok clips. The surgeon confirmed closure of the clip after ligation. The vessel was not greater than 13 mm in diameter. The patient was a male over the age of 65 (exact age not provided).